Event description:
A report was received that shortly following a lead revision, the patient is unable to charge her ipg. The physician confirmed that electrocautery was used during the lead revision. The physician reported that he believes that the ipg is no longer working properly and the patient will undergo an ipg revision.